Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. The patient reported that their previously reported revision did not resolve their issues. They stated that the doctor ¿tacked it down¿, but they were still unable to charge or use the device. They indicated that the physician told them there was nothing more they could do. The patient stated that they had their battery replaced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer was recharging her implantable neurostimulator (ins) for the second time since implant on (B)(6) 2016. It was reported that the patient had been charging for three hours and the battery level had not increased, even with good coupling. The ¿full ins battery¿ screen was never reported. At the time of the report, the patient could not get the ins recharger (insr) to stay over the ins when using the belt; she had to hold the recharger in place with her hand. To resolve the issue, adhesive discs were sent to the patient. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain. Additional information was received from the consumer via a manufacturer representative on 2018-apr-12. It was reported that the patient was unable to charge due to the battery slipping from underneath the antenna. The patient had lost 100 lbs. Prior to implant and the battery moved around due to the extra skin. The patient had tried several different options to hold the antenna in place but none have been successful. A health care provider (hcp) planned to revise the pocket and replace the implantable neurostimulator (ins) with the new system. The case was planned out for 6 weeks but the surgery schedule was unknown. No further complications were reported.